Event description:
The complainant reported that a pump flow issue occurred most likely due to a clot ingestion of which there was no confirmation of. There was no serious adverse event to the patient. The impella was explanted a day later.

Manufacturer narrative:
The investigation into the reported low pump flow has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. Data analysis confirmed the low flow when pump started and remained to the rest of the case that triggered auto suction response and suction alarms. The root cause of the low flow was unable to be determined as no product was returned for review. A risk assessment was performed, and no escalation is required. This report is being filed as part of a retrospective review of historical records.